Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high shock impedance measurements in the svc coil to can configuration. The svc coil was programmed off and the patient was put under remote monitoring. The shock impedance measurement was normal in the rv coil to can configuration. No intervention was planned at this time. No additional adverse patient effects were reported.